Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforation (uterus)"), device expulsion ("malposition / migration of essure device location of device: uterus"), pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding (general)") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Previously administered products included for birth control: depo provera from 2012 to 2013 and pill from 2011 to 2012. Concurrent conditions included bloating. Concomitant products included nuvaring in 2014. On (B)(6) 2014, the patient had essure inserted. In september 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding menorrhagia"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("vaginal discharge") and arthralgia ("joint pain"). In october 2014, the patient experienced depression ("depression,"), alopecia ("hair loss"), fatigue ("fatigue") and tinnitus ("ringing of ears"). In november 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy ( uterus)"), weight increased ("weight gain") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In september 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In november 2015, the patient experienced nausea ("nausea"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), flatulence ("gas pain") and inflammation ("inflammation"). The patient was treated with surgery (robotic assisted laparoscopic salpingectomy and total hysterectomy), surgery (robotic assisted laparoscopic salpingectomy and total hysterectomy), surgery (robotic assisted laparoscopic salpingectomy and total hysterectomy) and surgery (one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, device expulsion, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, flatulence, menorrhagia, mood swings, female sexual dysfunction, depression, migraine, nausea, tooth disorder, allergy to metals, weight increased, alopecia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, arthralgia, headache, tinnitus and inflammation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flatulence, genital haemorrhage, headache, inflammation, menorrhagia, migraine, mood swings, nausea, pelvic pain, tinnitus, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: 4 coils were noted within the uterine cavity on right and 2 coil were noted in left side. Most, if not all symptoms decreased. Discrepancy was noted in the product explant date which was reported as (B)(6) 2016 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.6 kg/sqm. Hysterosalpingogram - in december 2014: total bilateral occlusion concerning the injuries reported in this case the following ones were described in patient's social media: gas pain, medical records- dysmenorrhea, pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- new events : menorrhagia, mood swings, apareunia, depression, migraines, dental problems, nausea, device breakage, nickel allergy, weight gain, malposition of essure device, dyspareunia, vaginal discharge, perforation ( uterus) and headaches, ringing of ears, inflammation were added. New reporter, date of birth and date of explant updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and flatulence ("gas pain"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and flatulence outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, flatulence, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Concerning the injuries reported in this case the following one/onces were described in patient's social media: gas pain. Most recent follow-up information incorporated above includes: on 2-feb-2018: event gas pain added from social media. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforation (uterus)"), device expulsion ("malposition / migration of essure device location of device: uterus"), pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding (general)") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Previously administered products included for birth control: depo provera from 2012 to 2013 and pill from 2011 to 2012. Concurrent conditions included bloating. Concomitant products included nuvaring in 2014. On (B)(6)2014, the patient had essure inserted. In september 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding menorrhagia"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("vaginal discharge") and arthralgia ("joint pain"). In october 2014, the patient experienced depression ("depression,"), alopecia ("hair loss"), fatigue ("fatigue") and tinnitus ("ringing of ears"). In november 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy ( uterus)"), weight increased ("weight gain") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In september 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In november 2015, the patient experienced nausea ("nausea"). On (B)(6)2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6)2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), flatulence ("gas pain") and inflammation ("inflammation"). The patient was treated with surgery (robotic assisted laparoscopic salpingectomy and total hysterectomy).essure was removed on 29-mar-2016. At the time of the report, the device breakage, uterine perforation, device expulsion, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, flatulence, menorrhagia, mood swings, female sexual dysfunction, depression, migraine, nausea, tooth disorder, allergy to metals, weight increased, alopecia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, arthralgia, headache, tinnitus and inflammation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flatulence, genital haemorrhage, headache, inflammation, menorrhagia, migraine, mood swings, nausea, pelvic pain, tinnitus, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: 4 coils were noted within the uterine cavity on right and 2 coil were noted in left side. Most, if not all symptoms decreased. Discrepancy was noted in the product explant date which was reported as (B)(6)2016 and (B)(6)2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.6 kg/sqm. Hysterosalpingogram - in december 2014: total bilateral occlusion concerning the injuries reported in this case the following onces were described in patient's social media: gas pain, medical records- dysmenorrhea, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6)2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.